Event description:
During reduction, an audible crack was heard. The hip was re-exposed and neck and head were removed. There was a calcar fracture that extended to the lesser trochanter. The broach was removed. Two cables were placed, one above and one below the lesser trochanter. Xrays were obtained demonstrating excellent reduction and calcar restoration.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving an insignia rasp was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the operative note describes that after preparing and implanting the acetabulum and liner they went on to prepare the femur. Standard technique was utilized. The final broach was left in place and trialing was then carried out with a high offset neck and 36mm head. During the trial reduction and audible crack was heard. They went on to expose more of the proximal femur and a calcar fracture was identified. They removed the broach, reduced the fracture and internally fixed it with 2 cerclage cables. Intraoperative imaging demonstrates an anatomic reduction. They preceded to broach up and implant an implant one size larger. Post operative x-rays show a pressfit tha in anatomic position with 2 cerclage cables around the proximal femur. An intra-operative peri-prosthetic calcar fracture treated with cerclage wiring during a primary tha is confirmed is confirmed. The root cause of this fracture cannot be determined by the information provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that an intraoperative fracture of the femur occurred during broaching. The event was confirmed via clinician review of the provided medical records: "an intra-operative peri-prosthetic calcar fracture treated with cerclage wiring during a primary tha is confirmed is confirmed. The root cause of this fracture cannot be determined by the information provided." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During reduction, an audible crack was heard. The hip was re-exposed and neck and head were removed. There was a calcar fracture that extended to the lesser trochanter. The broach was removed. Two cables were placed, one above and one below the lesser trochanter. Xrays were obtained demonstrating excellent reduction and calcar restoration.